Event description:
It was reported the automated peritoneal dialysis cassette had a loose connection with a physioneal 40 1.5% 5l solution bag. The patient was not connected. This occurred during set up for peritoneal dialysis therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.